Manufacturer narrative:
Correction made to e1: initial reporter phone no.:+(B)(6) (previously submitted as ni). H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a broken occlude legs. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a minicap transfer set leaked. It was further reported that the twist clamp broke off from the main body. This occurred after use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.